Event description:
The device was used during a thoractomy procedure. Reportedly, the instrument did not fire properly. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
9/5/97-supplemental report 31 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.